Manufacturer narrative:
It was originally reported that the patient involved in this event initial were (B)(6). The patient involved in this pe has been changed to an unknown patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the hcp had seen a cut in the catheter 'many times before'. No further information nor details were provided at the time of report.